Manufacturer narrative:
Regarding data investigation and provided information, the root cause of this issue is determined to be due to user error. There is no evidence to indicate a device issue. Request was performed to reporter to get the device back. Device not returned to manufacturer.

Event description:
Mobi-c p&f us : disassembly. After x-ray surgeon determined implant was slightly off midline and attempted to reposition when disengagement occurred. Implant became disengaged from peek. Surgery was completed successfully with a same size device. Surgery delay from 3-5 minutes.